Event description:
During preparation, the physician noted that the separator 026 would not pass through the reperfusion catheter 026. All tests were done outside the pt and there was no injury. This MDR is associated with MDR 3005168196-2010-00307.

Manufacturer narrative:
Technical evaluation: the unit was returned with the separator 032 inside of the reperfusion catheter 032. Once the units were decontaminated, the separator was again inserted into the catheter. The separator came to a hard stop approx 121cm from the hub. Visual inspection of the catheter shows a gap where the extrusion junction of the catheter was not properly re-flowed at approx 36cm from the tip. This gap slightly reduced the lumen diameter of the catheter and corresponds to the location where the separator came to a hard stop. The separator cone was also examined and found to be out of specification. The separator od measured 0.02734 inches and the specification is 0.022 inches +/- 0.002 inches. Conclusion: the customer perception was confirmed. The root cause of the problem is associated with an out of specification separator cone od which is larger than the catheter inner diameter in addition to the reduced diameter of the catheter lumen caused by the transitional gap. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.